Event description:
The following has been reported: biomed reported pin in the cassette slot is not moving. A preliminary review of the logs shows the following: mechanical hardware failure (av spring cage). An active infusion was delayed. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
The pump was returned for investigation. Log files indicated that the spring cage was suspected source of failure. The fva pins were actuated by hand to determine the amount of drag each one had. All pins showed some sign of drag with the outlet pin having the most drag. The pump was disassembled and the spring cage was removed from the fva for inspection. It was found to be in compliance with revision c and showed no signs of non-conformity. The fva was removed to inspect the pin. All 3 pins showed signs of an unknown substance covering the pins with the outlet pin having most of its surface area covered. The lip seal of the outlet pin was inspected to look for signs of damage. Upon inspection, it was determined that the lip seal was in intact. There was pieces of unknown material found in the receptacle of the lip seal. A swab was used to remove the unknown material from the receptacle and the fva was reinstalled along with the spring cage. Before the pump was powered on, the fva pins were manually actuated to see if the pins still showed signs of drag. All three pins showed less signs of drag with the outlet pin showing signs of improvement after reinstallation. The pump was powered on and cycled through all of the fva pins with no error message. A known good cassette was installed into the pump to simulate a procedure run process. The pins were able to freely cycle and no alarms were issued during this process. It was concluded that the spring cage was not the root cause of the initial failure and that the failure is the result of the unknown substance on the fva pins causing them to become sticky.